Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated into the serosa of her fallopian tube/ migration of essure device location of device: device was embedded in tubal serosa and close to perforation when removed"), device dislocation ("migration of essure device location of device: device v/ malposition of essure device"), embedded device ("device was embedded in tubal serosa and close to perforation when") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in an adult female patient who had essure (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Dye test- approx. 3 to 6 months later around (B)(6). Results: fine I wouldn't get pregnant. Hcp told just that she would not get pregnant, the scar tissue had formed and everything was good. Final diagnosis: "uterus, cervix, bilateral fallopian tubes", 130 gm: cervix: squamous metaplasia. No dysplasia nor malignancy identified. Myometrium: leiomyomata (2), intramural, measuring 6 mm and 10 mm in size. Adenomyosis, multi focal. Endometrium: benign secretory phase endometrium. No granuloma nor hyperplasia nor malignancy identified. Right and left fallopian tubes: benign fallopian tubes. No abnormal histopathology identified. Right and left ovaries: not identified. Previously administered products included for birth control: the pill. Concurrent conditions included high cholesterol and anxiety since 2007. Concomitant products included fluoxetine since 2007 for anxiety as well as ethinylestradiol;norgestimate (ortho-tri-cyclen lo). On (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower ("cramping / pain lower abdomen more left sided/lower left abdomen pain") and back pain ("back pain"). In (B)(6) 2010, the patient experienced dyspareunia ("can no longer have sex without pain/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("experience great pain when menstruating/ dysmenorrhea (cramping)"), pelvic pain ("pelvic pains/ pain") and nausea ("nausea") and was found to have weight increased ("weight gain / loss (specify which one) gained approx 70 lbs"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and gluten sensitivity ("gluten allergy"). The patient was treated with ibuprofen (midol ib), oral contraceptive nos and surgery (bilateral salpingectomy and hysterectomy (partial)on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, vaginal haemorrhage and nausea had resolved, the weight increased was resolving and the gluten sensitivity had not resolved. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia and menorrhagia with essure. The reporter considered abdominal pain lower, back pain, device dislocation, embedded device, fallopian tube perforation, genital haemorrhage, gluten sensitivity, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2007. Current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram: in 2009: results: total bilateral occotal bilateral occlusionlusion; on (B)(6) 2007: results: total bilateral occlusion on (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received, events onset date added, outcome of the event dyspareunia has been updated to recovered / resolved. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5055979) on 22-oct-2015. The most recent information was received on 07-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated into the serosa of her fallopian tube") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains"), abdominal pain lower ("cramping") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("can no longer have sex without pain"), menorrhagia ("heavy cycles") and dysmenorrhoea ("experience great pain when menstruating"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia and menorrhagia with essure. Quality-safety evaluation of ptc: final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 7-sep-2017: summon received: reporter information updated, lawyer added as reporter, essure start date updated from (B)(6) 2009 to (B)(6) 2009. Events migrated into the serosa of her fallopian tube, pelvic pains, cramping, heavy bleeding and back pain were added. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5055979) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated into the serosa of her fallopian tube"), device dislocation ("migration of essure device location of device: device v/ malposition of essure device") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in an adult female patient who had essure (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for birth control: the pill. Concurrent conditions included high cholesterol and anxiety since 2007. Concomitant products included fluoxetine since 2007 for anxiety. On (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower ("cramping / pain lower abdomen more left sided") and back pain ("back pain"). In (B)(6) 2010, the patient experienced dyspareunia ("can no longer have sex without pain/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("experience great pain when menstruating/ dysmenorrhea (cramping)"), pelvic pain ("pelvic pains/ pain") and nausea ("nausea"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with ibuprofen (midol ib), contraceptives nos, surgery (bilateral salpingectomy) and surgery (hysterectomy (partial)on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, vaginal haemorrhage and nausea had resolved. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia and menorrhagia with essure. The reporter considered abdominal pain lower, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occotal bilateral occlusionlusion dye test- approx. 3 to 6 months later around august or november. Results: fine I wouldn't get pregnant. Hcp told just that she would not get pregnant, the scar tissue had formed and everything was good. Final diagnosis: a) "uterus, cervix, bilateral fallopian tubes", 130 gm: cervix: squamous metaplasia. No dysplasia nor malignancy identified. Myometrium: leiomyomata (2), intramural, measuring 6 mm and 10 mm in size. Adenomyosis, multi focal. Endometrium: benign secretory phase endometrium. No granuloma nor hyperplasia nor malignancy identified. Right and left fallopian tubes: benign fallopian tubes. No abnormal histopathology identified. Right and left ovaries: not identified quality-safety evaluation of ptc: final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. Lot number added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055979) on 22-oct-2015. The most recent information was received on 01-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated into the serosa of her fallopian tube"), device dislocation ("migration of essure device location of device: device v") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: the pill. Concurrent conditions included high cholesterol. Concomitant products included fluoxetine since 2007 for anxiety. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains, pain"), abdominal pain lower ("cramping / pain lower abdomen more left sided") and back pain ("back pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("can no longer have sex without pain, dyspareunia (painful sexual intercourse)"), menorrhagia ("heavy cycles"), dysmenorrhoea ("experience great pain when menstruating, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, vaginal haemorrhage and nausea had resolved. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia and menorrhagia with essure. The reporter considered abdominal pain lower, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: dye test- approx. 3 to 6 months later around august or november. Results: fine I wouldn't get pregnant. Hcp told just that she would not get pregnant, the scar tissue had formed and everything was good. Quality-safety evaluation of ptc: final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet received : the events abnormal bleeding (vaginal, menorrhagia), migration of essure device, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) added as events. The patient and reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055979) on 22-oct-2015. The most recent information was received on 08-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated into the serosa of her fallopian tube/ migration of essure device location of device: device was embedded in tubal serosa and close to perforation when removed"), device dislocation ("migration of essure device location of device: device v/ malposition of essure device"), embedded device ("device was embedded in tubal serosa and close to perforation when") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in an adult female patient who had essure (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Dye test- approx. 3 to 6 months later around august or november. Results: fine I wouldn't get pregnant. Hcp told just that she would not get pregnant, the scar tissue had formed and everything was good. Final diagnosis: a) "uterus, cervix, bilateral fallopian tubes", 130 gm: cervix: squamous metaplasia. No dysplasia nor malignancy identified. Myometrium: leiomyomata (2), intramural, measuring 6 mm and 10 mm in size. Adenomyosis, multi focal. Endometrium: benign secretory phase endometrium. No granuloma nor hyperplasia nor malignancy identified. Right and left fallopian tubes: benign fallopian tubes. No abnormal histopathology identified. Right and left ovaries: not identified. Previously administered products included for birth control: the pill. Concurrent conditions included high cholesterol and anxiety since 2007. Concomitant products included fluoxetine since 2007 for anxiety as well as ethinylestradiol;norgestimate (ortho-tri-cyclen lo). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient was found to have weight increased ("weight gain / loss (specify which one) gained approx 70 lbs"). In 2010, the patient experienced abdominal pain lower ("cramping / pain lower abdomen more left sided/lower left abdomen pain") and back pain ("back pain"). In (B)(6) 2010, the patient experienced dyspareunia ("can no longer have sex without pain/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("experience great pain when menstruating/ dysmenorrhea (cramping)"), pelvic pain ("pelvic pains/ pain") and nausea ("nausea"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and gluten sensitivity ("gluten allergy"). The patient was treated with ibuprofen (midol ib), oral contraceptive nos and surgery (bilateral salpingectomy and hysterectomy (partial) on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, vaginal haemorrhage and nausea had resolved, the dyspareunia and weight increased was resolving and the gluten sensitivity had not resolved. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia and menorrhagia with essure. The reporter considered abdominal pain lower, back pain, device dislocation, embedded device, fallopian tube perforation, genital haemorrhage, gluten sensitivity, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2007. Current weight 168 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occotal bilateral occlusionlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jan-2019: pfs received. Reporter information were added. Event : weight gain / loss (specify which one) gained approx 70 lbs and gluten allergy & device embedded were added. Event verbatim were updated as cramping / pain lower abdomen more left sided/lower left abdomen pain . Concomitant drug & conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055979) on 22-oct-2015. The most recent information was received on 10-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated into the serosa of her fallopian tube"), device dislocation ("migration of essure device location of device: device v/ malposition of essure device") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in an adult female patient who had essure (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for birth control: the pill. Concurrent conditions included high cholesterol and anxiety since 2007. Concomitant products included fluoxetine since 2007 for anxiety. On (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower ("cramping / pain lower abdomen more left sided") and back pain ("back pain"). In (B)(6) 2010, the patient experienced dyspareunia ("can no longer have sex without pain/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("experience great pain when menstruating/ dysmenorrhea (cramping)"), pelvic pain ("pelvic pains/ pain") and nausea ("nausea"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with ibuprofen (midol ib), contraceptives nos, surgery (hysterectomy (partial) on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, vaginal haemorrhage and nausea had resolved. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia and menorrhagia with essure. The reporter considered abdominal pain lower, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occotal bilateral occlusionlusion dye test- approx. 3 to 6 months later around (B)(6) or (B)(6). Results: fine I wouldn't get pregnant. Hcp told just that she would not get pregnant, the scar tissue had formed and everything was good. Final diagnosis: a) "uterus, cervix, bilateral fallopian tubes", 130 gm: cervix: squamous metaplasia. No dysplasia nor malignancy identified. Myometrium: leiomyomata (2), intramural, measuring 6 mm and 10 mm in size. Adenomyosis, multi focal. Endometrium: benign secretory phase endometrium. No granuloma nor hyperplasia nor malignancy identified. Right and left fallopian tubes: benign fallopian tubes. No abnormal histopathology identified. Right and left ovaries: not identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.